Manufacturer narrative:
Concomitant products: product ID: 74002, lot# n248081, implanted: (B)(6) 2011, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-33, lot# v004177, implanted: (B)(6) 2006, product type: lead. Product ID: 3887-33, lot# v004177, implanted: (B)(6) 2006-, product type: lead. (B)(4).

Event description:
It was reported that there were telemetry issues. It was noted that an overdischarge was suspected. It was noted that around one week prior the patient was given instruction on physician mode recharge (pmr). It was noted that there were conflicting reports about how long the patient was in overdischarge; it was noted that it had been over 1 year but the patient also used stimulation last about 2 months ago. It was noted that the patient was able to get to the point where they were able to charge the implantable neurostimulator (ins) up to 50% and then did not do any further charging. It was noted that the patient went to check the ins about 2 days later and saw the low battery message and need to charge message on the patient programmer and the recharger was ¿blank.¿ it was noted that what the patient saw on the recharger was not clear but the patient did report a doctor screen but the actual code was unknown. Additional information received reported that there was a power-on-reset (por) condition. It was noted that this occurred following an overdischarge. It was noted that a por was displayed on the patient programmer and recharger post-overdischarge. It was noted that the manufacturer representative met with the patient the day of the initial report to clear the por but the ins was discharged when it was interrogated with the physician programmer. It was noted that the manufacturer representative thought that the por was cleared but the patient saw the por again today and it was a warning por. It was noted that this was the second time that the manufacturer representative was meeting with the patient to clear a por and then an end-of-service (eos) was seen on the recharger. It was noted that the patient did intermittent charging while coming out of the overdischarge and had a hard time using stimulation because the ins was discharging rapidly. It was noted the to the reporters knowledge the patient only had this one overdischarge. Additional information received reported that the ins battery depletion was premature. It was noted that the patient thought that the ins depleted early. It was noted that the manufacturer representative thought that the ins was overdischarged 3 occasions and that was the reason for the premature battery depletion. Additional information received reported that it was unknown if any interventions were taken or planned. It was noted that the patient was not receiving therapy as the battery was at eos.

Manufacturer narrative:
(B)(4).